Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6 vicm5 12.6 implantable collamer lens of -8.50 diopter was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Corrected data: d6a- implant date corrected to (B)(6) 2020. Claim# (B)(4).